Event description:
The customer stated that she has been experiencing very erratic blood glucose levels between 46 and 600 mg/dl. The customer also reported frequent low battery alarms and blank displays on the device, even after receiving a replacement battery cap. In addition, the customer stated that she blacked out two weeks ago, and was taken to the hospital via ambulance. The customer required stitches as she may have fallen. The customer was told that the issue was due to her neuropathy. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
No blank display noted. Unit alarmed failed battery test during battery insertion due to corroded battery tube. Unable to perform the functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Unable to performed low battery, off no power, battery icon anomaly or pump communication with minilink transmitter/glucose sensor simulator due to failed battery test alarm. Unit had severely scratched display window, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.